Event description:
Boston scientific received information that the patient with this device system reportedly endured a syncopal event and passed out for approximately two to three seconds, and then was responsive. Ems was called and upon checking patient, reported everything to be working fine. The patient was taken to their primary physician, who recommended seeing the device following physician. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.